Manufacturer narrative:
Further information from the reporter regarding event and product details has been requested. No additional information is available at this time this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Patient reported a right side deflation. Manufacturer of the device is unknown. Device remains implanted.